Manufacturer narrative:
An autopsy was not performed. Review of the system logs found no errors occurred during the procedure. Log review of the 5 subsequent procedures performed with the da vinci system found no related errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. The following concomitant products were used during this procedure: 30 degree endoscope plus, long bipolar grasper, 3 fenestrated bipolar forceps. A site history review shows no complaints have been reported for any of these products. Review of the stapler logs found that the sureform 45 curved tip stapler fired 9 reloads (1 green, 3 white, 4 blue, 1 white, in that order). One firing was incomplete, with clamping stopping at 72% complete. The other 8 firings were all successfully completed; the first clamp was successful, and the firings were each completed with no pauses for compression. This includes the last white reload that was fired before the conversion to open. The instrument was then removed and not used in the procedure again. There were no stapler related errors noted in the logs. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient had a catastrophic event following a bleed from the pulmonary artery, after a stapler fire on the vessel during a pulmonary lobectomy. The details of how the failure occurred are unknown. The patient lost a significant amount of blood, and the procedure was converted to open. The bleeding was controlled but the patient had lost a significant volume of blood and had a severe brain injury because of the event. The patient died 2 days later. Based on the information provided in the summary of events, a stapler issue may have contributed to this event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the patient experienced bleeding from the pulmonary artery leading to conversion to an open; the patient expired 2 days later. The surgeon stated that the bleeding occurred while unclamping the sureform 45 curved tip stapler with a white reload. Stapler firing was uneventful, and prior to unclamping, the surgeon noted that there were no pauses for compression or tissue too thick alert messages. Pressure was applied to control the bleeding; however, the procedure required conversion to open for additional intervention. Hemostasis was achieved by repairing the pulmonary artery with sutures. The estimated blood loss was not provided; however, the surgeon stated the patient received multiple transfusions of blood products. The patient expired on post-operative day 2 from significant brain damage that the surgeon attributed to the massive blood loss. Additional information was requested; however, the surgeon was unable to provide any details regarding why the bleeding occurred after unclamping the stapler, stating that it was hard to tell given the profuse bleeding, and he was more focused on stopping the bleeding and repairing the pulmonary artery.